Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 27 mg/dl. Contact and school nurse provided the customer with glucose tablets and juice to resolve the issue. Reportedly, a bolus was delivered, however, the customer was unsure of how it had been delivered. Review of the pump data logs verified that the pump screen had been unlocked prior to a 2 unit bolus request. Tandem technical support educated the customer regarding the feature lock settings.